Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump or will revert to an alternate method for insulin therapy if needed.